Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the pacemaker was not implanted successfully due to a product performance anomaly. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in the returns analysis laboratory, this device was found to have recorded a code 1003. The device passed all returned product testing ensuring therapy was available at the time of the event. The device behavior was attributed to exposure to cold weather.

Event description:
This supplemental report is being filed to include product investigation details.